Event description:
It was reported that a user of the ilet experienced hyperglycemia with blood glucose values up to 277 mg/dl after making two meal announcements at dinner in an attempt to correct the high, and the user was counseled to avoid multiple meal announcements for correction. Symptoms included elevated blood glucose without reported acute complications. Outcomes included resolution to in-range glucose after user monitoring and education, with no hospitalization or medical intervention. Investigation included customer interview and user education on appropriate use of meal announcements. Investigation of this case revealed no device malfunction and suggested user technique contributed to the event. It was concluded that the event was consistent with hyperglycemia of unclear cause with contributory user handling, and the device functioned as designed. The device has not been returned; if it is returned, it will be evaluated, and a supplemental report will be filed.